Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had possibly dislodged and was exhibiting loss of capture (loc) and high threshold measurements. The pacing impedance measurements were also noted to have been around 1200 ohms. A review of the data indicated these observations occurred approximately three days post-implant. Immediate surgical intervention was performed and the physician attempted to reposition the rv lead but could not obtain adequate capture. The rv lead was event tested through a pacing system analyzer where loc and high thresholds were still noted. The physician decided to explant and replaced the rv lead. No additional adverse patient effects were reported.